Event description:
Customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the emergency off button and reloaded software. System operates as intended.